Manufacturer narrative:
A company clinical analyst reviewed this case and stated the following: ¿the customer reported two instances in which pc tears occurred. The surgeon states that the fluid was controlled but the aspiration had a surge. Peri-bulbar anesthesia was confirmed. The patient presented with good vision after the event. This patient was listed as female. Additional, related information was requested but was not obtained. Posterior capsule (pc) tear is a potential consequence of cataract extraction by predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule.¿ the customer cancelled the request for service. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on september 30, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during cataract surgery, abrupt aspiration occurred. The patient experienced a posterior capsule rupture. The patients is reported to have "good vision" postoperative. Additional information has been requested.